Event description:
The pt reportedly had swelling around the implant site and was complaining of head pain. A CT scan revealed cloudiness in the mastoid area and the pt's white blood cell count was over 23,000. An extraction of 4ccs of pus was removed from the implant site. The culture of the pus tested positive for (B)(6), which is indicative of upper respiratory infection commonly found in ottis media cases. The pt is being treated with IV antibiotics. The pt's white blood cell count was returned to normal. Advanced bionics is in the process of gathering further information. A supplemental report will be submitted once more information is received.